Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced low audio output. Dexcom has issued an rga for patient's mother to return the device to be investigated.